Manufacturer narrative:
A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this is a known issue with this product line. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.

Event description:
Enduser uses the sccm for 4 years now. Over the last 2 years, this client has had a prostatitis 8 times. He uses the sccm with great satisfaction. He wonders if this could happen because the pvp water in the primary packaging has been reduced a couple of years ago, then these problems started. When he catheterizes, he feels some resistance while passing the prostate, and he pushes the sccm further with a little bit of force. When he has a prostatitis, it is pretty serious, last time he needed a valium injection because of febrile seizures. We advised him to talk to his doctor or nurse about the use of the sccm, maybe the sc straight is more suitable for him. More information about hospital / doctor / antibiotics etc. Will be updated a.s.a.p. In this record when I have more information. End user didn't have to stay in hospital for the treatment for his prostatitis. He got about 3 times antibiotics for it.